Manufacturer narrative:
(B)(4). Batch # p55m5y. The analysis results found that the ats45 device (b) was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: was the first device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was the second device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? How long was the procedure prolonged (minutes, hours)? Was there any patient consequence or change in the post-operative care of the patient as a result?

Event description:
It was reported that during a laparoscopic appendectomy procedure the devices would not fire after the first firing, the handle was stuck and would not open or close. It was unknown if the devices were stuck on tissue. The customer also stated that the staples deployed from the second device were "jagged" and not closed. The customer stated that three white reloads were involved with the complaint, but it was unknown which firing the third reload was used on. Procedure was completed with another device of the same product code. The customer stated that the issues extended or time under anesthesia, but there were no patient consequences reported.